Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer checked the event log shows transducer fault occurrence several times along with motor fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that vela ventilator was installed on a patient alarmed vent inop (ventilator inoperable). The customer bag the patient and switch to another vela ventilator. The customer confirmed that there is no patient harm associated with this event.